Event description:
It was reported that the patient was seen in the emergency room with complete heart block and a heart rate of 29. The existing implantable pulse generator (ipg) was not pacing, there was no output, and it was unable to be interrogated. The ipg indicated elective replacement (eri) and subsequently indicated end of service (eos); with the apparent loss of battery function in less than 60 months, the physician sited premature depletion. The ipg was explanted and replaced. No further patient complications were reported as a result of this event

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the device was returned and analyzed. Analysis of the device revealed normal battery depletion.